Event description:
Reporter alleged the customer obtained discrepant blood glucose values of 383 mg/dl back-to-back with a result of 172 mg/dl when testing was performed within one minute of each other on the advantage system. Reporter stated the customer was not experiencing any hyperglycemic symptoms during the time of the testing. No actions were reportedly taken or treatment was received by the customer. A request was made for the return of the suspect device and replacement product was sent.